Event description:
It was reported that patient experienced a loss of therapeutic effect and no stimulation sensation. The implantable neurostimulator (ins) could communicate with the patient programmer and the recharger. The patient was able to increase the amplitude of the setting, but there was no increase in stimulation. The ins was charged. The symptoms began following a heart catheterization procedure. The ins was turned off for the procedure. The symptoms were noticed the next day when the patient wanted to turn the ins back on. Additional information reported impedances greater than 3600ohms on all electrodes. The patient was sent for x-ray. The results were not reported.